Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After a guide wire crossed the lesion, it had kinked up in the diagonal branch. There was also a buddy wire in the diagonal branch. A 3.50 x 38 synergy ii drug-eluting stent was then deployed to treat the lesion. Post-deployment, the wire was pulled back out and got underneath the proximal stent strut and stretched the proximal edge of the stent. The half of the stent was still in the body and the other half was completely out and into the guide catheter. The physician advanced a guide extension catheter over the stent that was in the original guide catheter and sent it down to the distal stent that was still in the body. A balloon catheter was advanced and used to dislodge the stent and the stent was able to be retrieved. Subsequently, another 3.50 x 38 synergy stent was deployed and the procedure was completed with great results. No patient complications were reported and the patient's status was fine.